Event description:
It was reported that the customer responded to a (B)(6) male patient with a history of high blood pressure. When the customer arrived the patient had a sinus tachycardia rhythm and converted into a ventricular tachycardia rhythm. After a short period of time, the patient converted into a ventricular fibrillation rhythm. At this time conmed brand defibrillation electrodes were applied to the patient. The customer was unable to monitor the patient multiple times. An analysis was performed after approximately three (3) minutes and a 200 joule shock was delivered. Subsequent analysis of the patient resulted in "no shock advised" decisions. The patient was not resuscitated.

Manufacturer narrative:
(B)(4). A clinical review of the reported event and the electronic patient record determined that use error may have contributed to the outcome of the patient due to the use of third party electrodes. Physio-control evaluated the device and was unable to verify or duplicate the reported failure. The customer was using third-party defibrillation electrodes, which physio-control does not recommend. The third party defibrillation electrodes were not available for evaluation; however the therapy cable assembly which the defibrillation electrodes connect to, did pass testing performed by the customer. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.